Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. A partial break was noted at the proximal balloon butt joint. The balloon appeared to have been previously inflated and no fiber disturbance was noted. No other anomalies were observed to the device at this time. Functional/performance/microscopic evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issues. With the guidewire in place, the inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. The balloon was inflated to rbp (22atm) when water began leaking form the proximal balloon butt joint. The proximal balloon butt joint was examined under microscopic magnification (20x) and a partial break in the butt joint was observed. The balloon was deflated without issues. No ruptures were identified on the balloon. Medical records were not provided; therefore, a review could not be performed. Images/photos were not provided; therefore, a review could not be performed. The investigation is confirmed for a partial break at the proximal balloon butt joint. The investigation is unconfirmed for a material rupture, as the balloon was inflated to rated burst pressure without issue. The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4).

Event description:
It was reported that during an angioplasty procedure of a right arm fistula, the pta balloon allegedly ruptured at 20atm. Reportedly, the balloon was retracted through the sheath without issue. Another balloon was used to complete the procedure. There was no reported patient injury.